Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection and ceftazidime injection (doses, routes, durations and frequencies not reported) for peritonitis. At time of this report, the patient was recovered. Pd therapy was ongoing. No additional information was available.